Manufacturer narrative:
It was reported by customer that when preparing to spike a new bag of normal saline, the line from the spike had fallen out. One sample of material number 2426-0007 was received for quality investigation. Evaluation of the sample submitted shows that the tubing separated from the drip chamber. Further inspection of the tubing and drip chamber outlet port indicates an insufficient amount of solvent had been applied allowing for the tubing to separate easily. The customer complaint of separation was verified by inspection. The investigation was then continued at the manufacturing facility. The root cause of the failure was determined to be issues with the medical solvent dispenser. A design improvement for the alignment of the assembly jigs and fixtures was conducted to address this issue. A device history record review for model 2426-0007 lot number 23069065 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material #: 2426-0007, batch #: 23069065. It was reported by customer that when preparing to spike a new bag of normal saline, the line from the spike had fallen out. Verbatim: complaint received via phone. Pir attached. When preparing to spike a new bag of normal saline, the line from the spike had fallen out. The current infusion of normal saline was paused, and the patient was disconnected from the line. A new line was obtained, a new bag was spiked, and no further incident occurred. Response received 12 oct 2023. Kindly confirm the material and batch number of the defective set based on the packaging. Unknown. How was the patient outcome? Are there any clinical signs, health consequences or impact? No harm/ did not reach patient. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No. Are you able to provide the address of the facility for us to ship the return label? Xxx.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: when preparing to spike a new bag of normal saline, the line from the spike had fallen out. The current infusion of normal saline was paused, and the patient was disconnected from the line. A new line was obtained, a new bag was spiked, and no further incident occurred.